Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac arrest, received treatment in the catheterization room and died the next day after the ablation procedure. After the procedure was completed, cardiac arrest occurred. Treatment for cardiac arrest was started in the catheterization room. The patient did not recover and died on the next day. The physician¿s opinion on the cause of the adverse event is that it was patient condition related since the patient was originally suspected to have cardiac and renal failure, she may not have been able to tolerate the volume overload due to the 700 ml of irrigation solution.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).